Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 universal remote control used with 720001b2 - meera EU with auto drive. As it was stated, despite being fully charged the hand controller went into standby mode in the middle of the ongoing surgery on the anesthetized patient. The staff tried pressing different buttons and eventually used the emergency panel on the column. The issue led to a 30-minute delay due to restarting the hand control and redressing the patient as the drapes become unsterile. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories ¿ 100925a0 universal remote control used with 720001b2 - meera EU with auto drive. As it was stated, despite being fully charged the hand controller went into standby mode in the middle of the ongoing surgery on the anesthetized patient. The staff tried pressing different buttons and eventually used the emergency panel on the column. The issue led to a 30-minute delay due to restarting the hand control and redressing the patient as the drapes become unsterile. There was no injury of the patient reported, however, we decided to report the issue as procedural delay in critical step of treatment, could lead to serious injury in case of event recurrence. It was established that when the event occurred, the device failed to meet its specification and in this way, the device contributed to the event. The device was being used for the patient¿s treatment when the event took place. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. The root cause evaluation was performed. It was established that the outage of the remote control is most probably related to the bouncing of the foil keys which can cause a false detection on a keyboard error by the software. The bouncing of the membrane button was investigated by the supplier. According to our root cause analysis, the outage issue may occur in the following situations: a) not plausible key press (bouncing) is detected. B) when the user quickly turns the remote control on, then off and on again. C) potentially when the remote control performs a reset after self-test or after a factory reset is executed by the user. A software update was made via engineering change eco 24w181 to mitigate the outage issue, so that the remote control does not turn off permanently. When the issue occurs, the remote control shows an error message to the user, automatically makes a self-reset, turns off and on again. In total, this reaction takes less than 5 seconds. After that, at pressing of any button, all functions are again available. The manufacturer has initiated the CAPA and related fsca. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, namely the delay in a critical step of the treatment, was caused by the design failure at the supplier. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 unique identifier (UDI) #, h6 component codes and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 7th september 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 universal remote control used with 720001b2 - meera EU with auto drive. As it was stated, despite being fully charged the hand controller went into standby mode in the middle of the ongoing surgery on the anesthetized patient. The staff tried pressing different buttons and eventually used the emergency panel on the column. The issue led to a 30-minute delay due to restarting the hand control and redressing the patient as the drapes become unsterile. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. Corrected b5 describe event or problem: on 7th september 2023, getinge became aware of an issue with one of our accessories ¿ 100925a0 universal remote control used with 720001b2 - meera EU with auto drive. As it was stated, despite being fully charged the hand controller went into standby mode in the middle of the ongoing surgery on the anesthetized patient. The staff tried pressing different buttons and eventually used the emergency panel on the column. The issue led to a 30-minute delay due to restarting the hand control and redressing the patient as the drapes become unsterile. There was no injury of the patient reported, however, we decided to report the issue as procedural delay in critical step of treatment, could lead to serious injury in case of event recurrence. Previous d1 brand name: universal remote control. Corrected d1 brand name: universal remote device. Previous d4 catalog #: 100925a0. Corrected d4 catalog #: n/a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h6 component codes: electrical and magnetic/transmitter//3141. Corrected h6 component codes:. Electrical and magnetic/computer software//4707. Electrical and magnetic/user input device/keyboard/keypad/475. Previous h6 health effect ¿ impact codes: surgical intervention/surgical procedure delayed//4633. Corrected h6 health effect ¿ impact codes: delay to treatment/ therapy///4604.

Event description:
On 7th september 2023, getinge became aware of an issue with one of our accessories ¿ 100925a0 universal remote control used with 720001b2 - meera EU with auto drive. As it was stated, despite being fully charged the hand controller went into standby mode in the middle of the ongoing surgery on the anesthetized patient. The staff tried pressing different buttons and eventually used the emergency panel on the column. The issue led to a 30-minute delay due to restarting the hand control and redressing the patient as the drapes become unsterile. There was no injury of the patient reported, however, we decided to report the issue as procedural delay in critical step of treatment, could lead to serious injury in case of event recurrence.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 serial #, d4 unique identifier (UDI) # field deems required. This is based on the internal evaluation. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: (B)(4). Corrected d4 unique identifier (UDI) #:(B)(4).